Manufacturer narrative:
Our field service engineer confirmed that the compressor generated a low pressure alarm. A leakage was found coming from the compressor tubing. After the tubing was replaced, the compressor passed all functional and safety test per factory specifications and was cleared for clinical use. The conclusion in this matter is that the compressor tubing was defective. As no goods were returned for investigation, the root cause of why the compressor tubing leaked could not be determined.

Event description:
It was reported that the compressor generated alarms for low pressure. Patient involvement is unknown. Manufacturer's ref #: (B)(4).